Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed the event. Device was missing 2 crews. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. An nc has been opened to further investigate the problem. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following information was provided: screw fell out of attachmentcase type / application: tka 2.1

Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed the event. Device was missing 2 screws, clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. An nc has been opened to further investigate the problem. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.